Manufacturer narrative:
Additional information will be provided upon investigation completion.

Event description:
On 16th may, bvi was informed of a complaint regarding metallic foreign bodies (fbs) found in a patient's eye following a smile procedure. The fbs were located at the opening of the cap, where the tip of a single-use cannula is placed. The customer suspects that the fbs originated from the cannula. The metallic particles were detected under a slit lamp on post-operative day 1. The flap was lifted, and the area was flushed to remove the fbs.the customer confirmed that no visible defect or contamination was observed on the product packaging. Additionally, the patient experienced no complications as a result of the incident.

Manufacturer narrative:
This complaint concerns the presence of metallic foreign bodies (fbs) found in the eye following a smile procedure. The fbs were located at the opening of the cap, where the tip of a single-use cannula is placed. It is suspected by the customer that the fbs originated from the cannula, which was sourced from both procedure packs and separately purchased stock. Our quality assurance team has followed internal procedures to conduct a thorough investigation based on the information provided by the customer. The investigation included a detailed review of the device history record (DHR), manufacturing procedure, training records, and related documentation. All required elements of the DHR were verified and found to be properly completed. This includes full documentation of manufacturing operations, required signatures, and appropriate dates. The lot also successfully passed all required in-process and final inspections as outlined in the batch record. In-process controls are in place to mitigate the risk of foreign particles being present on the final product: - area clearance procedure - fg-200-013mx, rev. 29 ensures that workstations and equipment are cleared and inspected between production orders to prevent cross-contamination and introduction of foreign objects. - visual inspection of visitec product - I-3.02mx, rev. 22 mandates detailed inspection criteria for identifying and rejecting any visible foreign material or particulate during final product inspection. These procedures are specifically designed to detect and prevent the type of defect reported. Based on the available documentation, these controls were executed as intended, and no evidence of process failure was identified. No anomalies or nonconformities were identified during the review, and no product samples or supporting images were provided by the customer to support further evaluation or confirm the presence of the reported defect. While no physical evidence was provided we were unable to confirm that alleged particles were coming from bvi product and consequently, we were not able to establish a root cause for the situation described by the customer. It is worth to be noted that it is considered a good clinical practice to test the syringe by inducing a small amount of liquid through the cannula prior to use. Our research and evaluation have concluded that the product is safe when used in accordance with the recommended usage guidelines. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.